Manufacturer narrative:
On march 12, 2024, mentor received additional information reporting that the breast prosthesis was discarded. Code b18 has been added to section h6-type of investigation to reflect this additional information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 05, 2024, a photo evaluation for the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed severely ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia and rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implants and experienced a rupture on the left side post-operatively, which was ruptured during the explantation surgery. It was reported that the breast prostheses settled too low and had a gap. The patient was not happy with the set of implants. The patient underwent explantation on (B)(6) 2021, and replaced with 445cc mentor memoryshape breast implants with serial number (B)(6) for the left and 7604685-065 for the right side. This report is for the left side device.